Event description:
It was reported that the procedure was to treat a mid and distal superficial femoral arteries. During the procedure the ht command 18 guide wire tip was noted to have polymer coating peeling off and when pulling on it the coating separated from the wire; therefore, it was not reinserted. However, there was no coating left in the patient. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot. The investigation determined the reported material separation (polymer)/peeled/delaminated appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid